Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event(s) following icl implantation. H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens rotation. The lens was repositioned but that did not resolve the problem. The lens was exchanged and implanted vertically and the problem resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
Correction: a2. Age at time of event: 24 year(s). G3 (initial submission) date received by manufacturer: 17-nov-2025. Device evaluation: h3: device evaluation: the lens was returned dry with residue/debris on the lens in a microcentrifuge tube. Visual inspection found the lens haptic bent. Dimensional inspections found the lens to be within specifications. Claim: (B)(4).